Event description:
Philips received a complaint by the customer on the v60, indicating that there was a brown substance leaking out of the blower. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was a brown substance leaking out of the blower. Device evaluation and repair are pending.

Manufacturer narrative:
Multiple attempts have been made on 10jun2024, 17jun2024, and 24jun2024 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
It was reported that there was a brown substance leaking out of the blower. The device was picked up off the storage floor and brought to the shop for preventative maintenance (pm). The reported issue had been confirmed at the shop. The blower was then replaced, and the reported issue had been resolved. The field service engineer (fse) replaced the blower to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.